Manufacturer narrative:
This product is not marketed in the us. Device code (B)(4): off-label use (acd < 3.0mm). Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm, vicmo12.6, -10.50 diopter, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged for a longer length lens due to low vault. This exchange resolved the problem. Patient related factor was reported to be the cause of this event.